Event description:
It was reported the white plastic wings from the midline peel away introducer broke off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed based on two potential lots number from sales history, and the following findings were identified: for part number eb-01051-002, a non-conformance was initiated for batch 34c22c0105 regarding a peel-away sheath torn incorrectly. Without the device returned for evaluation, it cannot be determined if the finding is relevant. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the white plastic wings from the midline peel away introducer broke off.